Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: revision was performed due to patello-femoral pain. The patella was resurfaced and the insert was exchanged to facilitate a thorough washout of the joint. The use of the mako in the index procedure was not mentioned as having any relevance to the patello-femoral pain. No other information is available from the doctor or hospital.